Manufacturer narrative:
The module logs were reviewed, and service recommended the alinity pipettor probe be replaced as the alinity pipettor probe had detected a clot. Part replacement resolved the issue. The alinity pipettor probe was determined to be the cause of the issue, however sample integrity could not be ruled out as an additional likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for two patients. The following data was provided (<1.6 iu/ml is nonreactive; >/= to 3.0 iu/ml reactive is reactive): sid (B)(6) on (B)(6) 2024 the initial toxo igg result was 0.1 iu/ml, repeated (B)(6) 2024 and the results were 4.5 and 2.4 iu/ml, (B)(6) 2024 the (B)(6) on (B)(6) 2024 the initial toxo igg result was 0.1 iu/ml, repeated on (B)(6) 2024 and the result was 12.1 iu/ml, (B)(6) 2024 the initial toxo igm was 0.07 iu/ml, repeated (B)(6) 2024 0.08 iu/ml. No impact to patient management was reported.